Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine implant procedure, the implanting physician noted a potential perforation of the great cardiac vein. The physician believed that the perforation occurred when an intervention wire was used to access the coronary sinus. The lead was ultimately implanted without additional complication. To date, no adverse patient effects were reported as a result of this clinical observation.